Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump using provided instructions, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs.